Manufacturer narrative:
H3: analysis of the model 8780 catheter revealed a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 127.50 mcg/day) via an implanted pump. It was reported that the patient had been reporting intermittent therapy since april. She was feeling more spasticity in her legs. The cap (catheter access port) was accessed (B)(6) 2020 without difficulty because the patient had a sudden increase in spasticity. Since then, they had increased the rate 10% x3 and 15% the last time without a lot of relief or improvement. The patient stated some days were okay but most days she was pretty tight. The pump eri (elective replacement indicator) was approximately 23 months and the physician felt that there may be a pump or catheter problem. The prior side port completed showed a normal catheter study; however, in surgery today a side port procedure was completed, and they were unable to aspirate the catheter. Further investigation of the catheter found a kink at the midline proximal to the anchor. Once that kink was straightened out and unkinked there was spontaneous flow of csf (cerebrospinal fluid) from the catheter. The kinked portion of the catheter was removed, and a new anchor, collet, and pump segment catheter were implanted. In addition, a new pump was placed to replace the old pump. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved and it was indicated that the hcp had no further information to provide regarding the event.